Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the operator noticed blood leaking from the hemostasis valve. The sheath was used only with the farawave catheter at the time of the event. The procedure was completed using the original faradrive sheath. No patient complications were reported. The device is not expected to return for laboratory analysis as it was contaminated.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.